Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended due to the sensor glucose readings. Customer's blood glucose level was 18 mmol/l but their sensor glucose reading was 3.9 mmol/l. The sensor had a bent cannula. The device was not returned.